Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost of the needle shaft was confirmed as the needle failed investigative testing. The ice ball size is within the specification and was not compromised due to thermal insulation loss. The needle shaft was found to be bent. No relation was found between needle assembly processes and the vacuum loss phenomena. The procedure was completed with no injury to the patient as the physician used warm saline to protect the patient's skin.

Event description:
During a bone cryoablation procedure, an iceforce needle was not isolated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient.

Event description:
During a bone cryoablation procedure, an iceforce needle was not isolated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient.